Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -11.00/2.5/108 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od). It was reported that the lens was exchanged with a shorter length lens due to slight angle closure. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Corrected data: b5- "the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -11.00/2.5/108 (sphere/cylinder/axis) into the patient's right eye (od). Reportedly the patient experienced slight angle closure. On (B)(6) 2022 the lens was explanted and replaced with the same model/shorter length lens. Reportedly " dr. (B)(6) had to exchange icl due to lens being oversized. He originally implanted 12.6 size and had to replace with 12.1 lenses due to slight angle closure". Claim# (B)(4).